Manufacturer narrative:
Corrected information f10/h6: medical device problem codes a070908 is replaced by a0709. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion fail" was not reproduced. Downstream occlusion testing was performed and the device passed. A review of the event history log revealed "downstream occlusion!" Messages. The event history log cannot confirm if the alarms were true of false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was loose downstream tubing guide. The downstream tubing guide required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum iq pump had an issue: downstream occlusion fail. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.